Event description:
Unomedical reference number (B)(4). Event occurred in the united states.it was reported that the patient faced an insulin flow blocked alarm. No further information available.

Manufacturer narrative:
Patient city: (B)(6).